Manufacturer narrative:
D5; h2,3,4,6; g4: added addition info. Product complaint analysis team had completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: clip in jaws, no; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, top shroud; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results jaws: inside width at tips, .177. Analysis conclusion: based upon inquiry info received and visual examination, no conclusion could be reached as to what may have caused reported incident. Instrument was returned empty and locked out. As instrument was returned empty, further functional testing could not be performed. Therefore, it could not be ascertained as to why instrument was reportedly dropping clips. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device dropped a clip. The clip was retrieved from the pt. There was no pt consequence.